Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, diagnostic imaging revealed a dislodgement of the left ventricular (lv) lead. The lead was explanted and replaced. The patient was in stable condition.